Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition on a pacemaker dependent patient were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of suspected lead damage was confirmed, while the reported event of noise was not confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead revealed an external insulation abrasion due to the friction from the device can that breached the optim sheath at the proximal region of the lead only. Another external insulation abrasion due to friction of another device or feature of the heart breached the optim sheath in between the shock coils only. The silicone tubing was not abraded in either abrasion zone locations. Further analysis revealed a clavicular crush, which compressed the lead body at the middle region of the lead. However, the polytetrafluoroethylene (ptfe) liner and cables were undamaged in the middle region of the lead. During electrical testing the lead was shorting due to procedural damage at the proximal region of the lead. X-ray examination did not reveal any indication of conductor fractures.